Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study). Thrombus in the study stent was reported on imaging at the 12-month, 2-year, 3-year, and 4-year follow-up visits. On (B)(6) 2019, the patient was routinely treated for chronic thoracic aortic dissection type b with placement of a zta-p-46-179. The patient was discharged on anticoagulants and aspirin. The patient was no longer taking anticoagulants at the 6-month follow-up visit, but aspirin continued. On (B)(6) 2020, follow-up imaging for the 12-month visit revealed thrombus at the additional proximal component. On (B)(6) 2023, the patient was diagnosed with type I taa (thoracic aortic aneurysm) and underwent staged surgical and endovascular treatments. This was not considered as a secondary intervention related to the study device or procedure. Patient outcome: the 5-year follow-up imaging on (B)(6) 2024 no longer showed any evidence of thrombus. Presumably, the procedures to treat the taa resolved the issue.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA because no device deficiency occurred. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2019, a 65-year-old female was routinely treated for chronic thoracic aortic dissection type b with placement of a zta-p-46-179 (complaint device). The patient was discharged on anticoagulants and aspirin. Thrombus in the study stent was reported on imaging at the 12-month, 2-year, 3-year, and 4-year follow-up visits. The patient was no longer taking anticoagulants at the 6-month follow-up visit, but aspirin continued. On (B)(6) 2020, follow-up imaging for the 12-month visit revealed thrombus at the proximal component. On (B)(6) 2023, the patient was diagnosed with type I thoracoabdominal aneurysm (taa) and underwent staged surgical and endovascular treatments. This was reported not to be a secondary intervention related to the study device nor the procedure, but pre-existing conditions disease progression. The patient had a history of other aortic repairs. On (B)(6) 2024, the 5-year follow-up imaging no longer showed any evidence of thrombus; presumably, the procedures to treat the taa, resolved the issue. According to the instructions for use, thrombosis is a known adverse event associated with endovascular procedure. It is noted that there was no treatment provided for the in-graft thrombus and that the patient was only taking aspirin from the 6-month follow-up visit, instead of anticoagulants, which could be a contributing factor. No device issue was reported. No imaging was provided and based on the reported information; the event is assessed to be a side effect inherent to the procedure. Per the instructions for use, the safety and effectiveness of the zta components have not been evaluated in treating dissections. However, it is not assessed to be a contributing factor to this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.